Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had received moto error alarm. The customer¿s blood glucose level was 340 mg/dl. Customer did not reported the motor position encoder error alarm. Customer was able to complete insulin pump rewind. Troubleshooting was performed. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.